Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral box trial feet broken off. Discovered at field warehouse location. No further information available. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.